Event description:
It was reported by service report that the right calf support was not locking in place. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Set screw, calf support handle and calf support handle insert.